Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a light sensitive drug set in which a leak occurred. According to the report, a patient was receiving three chemotherapy infusions simultaneously via the baxter triple channel pump via three light sensitive drug sets. The nurse noticed chemotherapy fluid leaking from chamber c on the colleague triple channel pump. Nursing staff ascertained that it was etoposide infusion that was leaking. They removed the set from the pump, but couldn't see any malfunction with the set. They think that as this happened twice in chamber c of the pump that it may be the pump puncturing the tubing. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. This issue is being investigated through CAPA.